Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient weight information. Further information was requested but not received.

Event description:
It was reported that the patient's system was explanted on an unknown date in 2017 for an unknown reason. No further information is available.